Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Event description:
Total knee arthroplasty of left knee [knee arthroplasty], arthritis of left knee [arthritis]. Case description: spontaneous report was received on (B)(4) 2013 from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt's medical history was significant for previous use of synvisc (viscosupplementation) (first injection on (B)(6) 2012, second injection on (B)(6) 2012 and third injection on (B)(6) 2012). On (B)(6) 2013, the pt initiated treatment with synvisc (hylan-gf 20) injection, at a dose of 2 ml, (frequency and route of administration not provided), in an unspecified knee. The lot number of synvisc was not provided. On the same day, the pt developed arthritis of left knee and treatment with synvisc was permanently discontinued. As of (B)(6) 2013, the pt had not yet recovered from the event of arthritis of left knee. Relevant concomitant medications reported include artz (hyaluronate sodium), neo vitacain (calcium bromide, calcium pantothenate, cinchocaine hydrochloride, pyridoxine hydrochloride, salicylate sodium, thiamine hydrochloride), neurotropin (organ lysate, standardized), loxonin (loxoprofen), and tramcet combination. The intensity for the event of arthritis of left knee was not provided. The reporter assessed the causal relationship between synvisc and the event of arthritis of left knee as possible. Follow-up info was received on (B)(4) 2013, from the physician regarding the product and event info which upgraded the case to serious (as the pt underwent a total knee arthroplasty). It was reported that the pt suffered symptoms of inflammation prior to the administration of synvisc. The lot number of synvisc was unk to the reporter. It was reported that the inflammation reaction (arthritis of left knee) became intense after the first synvisc injection (second course). On (B)(6) 2013, the pt underwent total knee replacement of the left knee. The outcome for the event of total knee replacement was not provided. The intensity for the event of arthritis of left knee was reported moderate-severe and for the event of total knee replacement was not provided. The reporting physician did not provide the causal relationship between synvisc and the event of total knee replacement. In the opinion of the reporting physician, the reason for the development of adverse reaction only in the left knee was unk and total knee replacement was not a treatment for the adverse reaction to synvisc. Also, in the opinion of the reporting physician, it was hard to continue the medication for gonarthrosis and conducted total knee arthroplasty.